Event description:
Covidien received information stating that during patient use of the ht70 plus ventilator, there was a 'circuit occlusion' alarm. The patient was manually ventilated and transferred to an operational unit. There were no negative patient consequences reported.

Manufacturer narrative:
The user facility reported that the ventilator failed the circuit check test and that a "blowoff sound" was also heard at the right side of oxygen entrainment. The user facility reported changing the circuit to resolve the issue. (B)(4).